Event description:
Boston scientific crm received info that "this pt's cardiac resynchronization therapy defibrillator (crt-d) was reportedly infected. The pt also has a transvenous left ventricular (lv) lead, a transvenous right ventricular (rv) lead, and an OEM manufactured right atrial (ra) lead implanted." There was no explant date provided and no indication that this lead was explanted.

Manufacturer narrative:
The device was not returned for analysis. Therefore, the quality documents accompanying this particular device and also the production lot have been re-investigated. There was no sign of any inconsistency during production and final acceptance test of this device and the product lot. The biotronik sterilization protocol confirmed that all sterilization parameters, such as gas concentration, temperature, humidity, etc., were in their specified ranges. Also, the investigation of the microbiological indicators showed the successful completion of the sterilization process. In summary, the infection was not device related.